Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shut off randomly. Customer also stated that insulin pump occasionally received the insulin flow block alarm and have to reset the reservoir and tubing for it to work properly again. No harm requiring medical intervention was reported. The device will be returned for analysis.